Event description:
Initial event severity rating: event reached patient- caused minor harm or required minimal intervention. Event description: procedure was completed and md was figure 8 suturing the access site to remove the sheaths. Upon removal, one of the sheaths broke off inside of the patient. Md attempted manual removal with no success. Vascular was called to assess the situation. Patient was converted from mac anesthesia (monitored anesthesia care) to general anesthesia. Md needed to make an incision to extract the broken sheath. Sheath tip was removed successfully.